Event description:
It was reported that the pt complains of pain in right hip and down the leg within the last week. He has had back pain since the surgery. Pt has difficult to bend cross his leg. His pain is not constant, but rather intermittent during the day.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.